Manufacturer narrative:
The device was returned for evaluation where product investigation revealed that the allegation could not be confirmed as the insertion device was received without the suture or implants. The actuator was noted to not be functioning. There is also a bend in the inserter shaft. Per IFU 10600499, ¿the fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the actual root cause of the reported complaint was not able to be determined. There were no internal processing issues which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No further investigation is warranted at this time. (B)(4).

Event description:
It was alleged that while using a fast-fix 360 curved needle delivery system the device did not fire. Follow up information revealed that the surgeon was able to deploy the first implant without difficulty, however, the second implant would not deploy. The surgeon was able to remove the first implant, nothing was left free floating in the joint. A backup device was used to complete the procedure.